Event description:
It was reported that during an enlargement of parotid gland procedure, although an error occurred at the system check, the device could be activated in the meantime. However, the blade was broken off of the tip of the device when the blood was wiped off. As the blade was broken off outside the patient, no piece was left inside the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis.